Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no anomaly or deviation. The trial has scratches, gouges, and wear marks on most surfaces. The screw head has scratches on it. There are dome cracks around the flange and some of the polymer appears missing around the edge of the hole. The cracks around the dome flange could have been caused by the cumulative stresses of impact and temperature cycling during autoclaving. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. Upon removal of the trial liner following a trial reduction, surgeon discovered that the screw and clip had disassociated. Surgeon also discovered that the trial liner was fracturing. The surgery was completed with no injury to the patient or delay in the procedure. No foreign bodies were retained.